Manufacturer narrative:
Initial.

Event description:
It was reported that the user entered a pool while wearing the ilet pump and subsequently observed a persistent blue circle on the device; attempts to restart via phone pairing were not possible, and the pump required replacement, consistent with a device malfunction involving unresponsive keys or touchscreen following fluid exposure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen component and an unresponsive key/button behavior consistent with fluid ingress damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.